Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material: 309623 batch#: unknown verbatim: rcc received a complaint via email. Email(s) attached. It's been awhile since I got these syringes but I couldn't use them. I had always gotten bd syringes in a box. This time the pharmacy put them in a ziploc bag. My prescription was for 100 and I quit using these. I got syringes from my doctor. Xxx said I should reach out to you. They wanted toi refill my prescription but I said no because we had so many problems. Sometimes the needle would come off while we were trying to inject.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.